Event description:
Report received from an international affiliate of a tubing separation. The report indicates a "disconnection within the tubing at the distal portion of the tubing at the clave y-site about 8cm to the option-lok." The tubing separation was noted out of the box. There was no pt involvement and no delay in therapy.